Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of "400's" mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 5 days later, (B)(6) 2025 with the issue resolved and no permanent damage. Ultimately, the customer reverted to manual insulin therapy.